Manufacturer narrative:
(B)(4): physio-control has performed an initial evaluation of the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was able to verify the reported failure. It was observed that the internal hlc batteries had been depleted to 5.2 volts; however physio was unable to determine the cause of the depleted hlc batteries. The customer received a replacement device.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). The three icons on the device indicates a potential issue with the device having sufficient power to deliver effective defibrillation energy to a patient.there was no patient use associated with the reported failure.